Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No physical damage to the battery cap was noted per visual inspection. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. The insulin pump also alarmed power loss and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with cracked reservoir tube lip and retainer. The insulin pump was received with minor scratched display window, case and keypad overlay.

Event description:
It was reported via phone call that the insulin pump alarmed replaced battery now more than once after alarming low battery. The customer's blood glucose was 118 mg/dl at the time of incident. The insulin pump was returned for analysis.